Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. The handheld and flashcard were returned to manufacturer.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.